Event description:
Information was later received from hospital medical records which reported that the transfusion reaction investigation. The investigation found that the reaction due to an intraoperative patient death occurred while being transfused o-negative packed red blood cells. The cause of death was massive hemorrhage. Three was no suspicion of adverse reaction to the intraoperative transfusion and there was no evidence of clerical error. Based on the available information, review of the information by the manufacturer reveals that the death is classified as unlikely sudep.

Event description:
It was reported on that the patient was deceased. The physician¿s nurse reported not seeing the patient since 2012, and the physician's office was not aware of the patient passing. An obituary reports the date of death as (B)(6) 2013 with the location of death at (B)(6). A copy of the death certificate is unable to be obtained. Good faith attempts for additional relevant information have been unsuccessful to date. The funeral home reports no record of removing the vns devices. Based on the available information, review of the information by the manufacturer reveals that the death is classified as possible sudep.

Manufacturer narrative:
Lot #, corrected data: the initial report inadvertently did not report this data.